Manufacturer narrative:
Follow-up report submitted to document quality investigation results.

Event description:
No new information.

Event description:
It was reported that during a procedure at the user facility a piece of the device was missing. The procedure was completed successfully with no delay, medical intervention, or adverse consequences.